Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads...keep coming off - oral-b [device breakage] brush heads are suddenly so loosely attached to the hand piece - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush heads were suddenly so loosely attached to the oral-b toothbrush hand piece that they kept coming off mid-brushing. No injury was reported.